Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated to determine the probable cause through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that they were unable to import the surgeon profiles from another system onto the system in question. The rep tried multiple usbs and rebooting both system and confirmed software versions. There was no patient involved with the issue and the rep was advised to transfer microscope calibration files over prior to importing surgeon profiles. On 2019-03-25 communication task (rep); it was reported that reloading the microscope calibration file restored functionality as the surgeon profiles could be imported.